Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose level of 41 mg/dl. The customer's blood glucose was 80 mg/dl and treated with food. The customer also reported unable to enter auto basal. The customer declined to troubleshoot for low blood glucose. The customer's last blood glucose was 72 mg/dl. The insulin pump will not be returned for analysis.